Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported experiencing high blood glucose of 30 mg/dl. Customer stated she changed the insertion site and believed the insulin pump to be faulty. Troubleshooting for high blood glucose was declined. Customer stated she treated with the insulin pump. Customer was advised the device would be replaced and agreed to return the product for analysis.